Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/10/2024 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample revealed that was received, one open box that pertained to the product code. Vcp358. Upon the visual inspection of the received box, it was found that it contained only thirty-four. This product code should contain thirty-six packages per box. In addition, it was noted that the tab dispenser was removed from the box. As part of our quality process, the manufacturing records of this lot-batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on 3-(B)(6) 2024 and suture was used. It was reported it was reported that there were two package of products less than expected in the box when just opened . There should be thirty-six package of products in the box, but actually there were only thirty-four package of products. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.